Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 46-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, leiomyoma nos, endometrial polyp, adenomyosis, paratubal cyst and pelvic adhesions. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") with vaginal odour and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and skin disorder ("rash or skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and skin irritation had resolved and the pelvic inflammatory disease, fatigue, weight increased, menstrual disorder, anxiety, depression, rash, migraine, vaginal discharge, back pain, pain in extremity, abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, skin disorder, skin irritation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plantiff underwent treatment due to complications from the essure device. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Pathology test - on (B)(6) 2017: final diagnosis a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy - leiomyoma. - benign endometrial polyp. - adenomyosis. - benign weakly proliferative endometrium. - cervix with no significant histopathologic change, - bilateral fallopian tubes with paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pid (acute pelvic inflammatory disease), back pain. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received-new reporter, lab data, medical history, removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 46-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, leiomyoma nos, endometrial polyp, adenomyosis, paratubal cyst and pelvic adhesions. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") with vaginal odour and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and skin disorder ("rash or skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and skin irritation had resolved and the pelvic inflammatory disease, fatigue, weight increased, menstrual disorder, anxiety, depression, rash, migraine, vaginal discharge, back pain, pain in extremity, abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, skin disorder, skin irritation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Pathology test - on (B)(6) 2017: final diagnosis a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy leiomyoma. Benign endometrial polyp. Adenomyosis. Benign weakly proliferative endometrium. Cervix with no significant histopathologic change, bilateral fallopian tubes with paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pid (acute pelvic inflammatory disease), back pain lot number: 774392, manufacturing date: 2010-09, and expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 46-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included paracetamol (acetaminophen) since march 2011 and tramadol since march 2011. On (B)(6)2011, the patient had essure inserted. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") with vaginal odour and was found to have weight increased ("weight gain"). In january 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2017, the patient experienced anxiety ("mental anguish") and depression ("depression"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and skin disorder ("rash or skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, fatigue, weight increased, menstrual disorder, anxiety, depression, rash, migraine, vaginal discharge, back pain, pain in extremity, abdominal pain and skin disorder outcome was unknown and the headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea and skin irritation had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, skin disorder, skin irritation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pid (acute pelvic inflammatory disease), back pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new event vaginal odor were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("acute pelvic inflammatory disease") in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shoulder pain. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and skin disorder ("rash or skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, fatigue, weight increased, menstrual disorder, anxiety, depression, rash, migraine, vaginal discharge, back pain, pain in extremity, abdominal pain and skin disorder outcome was unknown and the headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea and skin irritation had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, skin disorder, skin irritation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pid (acute pelvic inflammatory disease), back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("acute pelvic inflammatory disease") in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shoulder pain. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and skin disorder ("rash or skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).) Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, fatigue, weight increased, menstrual disorder, anxiety, depression, rash, migraine, vaginal discharge, back pain, pain in extremity, abdominal pain and skin disorder outcome was unknown and the headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea and skin irritation had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, skin disorder, skin irritation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pid (acute pelvic inflammatory disease), back pain . Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs+mr received: reporter added, lot number added, events added as:- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:mental anguish, depression , rashes or skin conditions, headaches, dysmenorrhea (cramping), pain, vaginal discharge,leg pain, back pain, abdominal pain, skin irritation, pid. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 46-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") with vaginal odour and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), skin irritation ("skin irritation") and skin disorder ("rash or skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea and skin irritation had resolved and the pelvic inflammatory disease, fatigue, weight increased, menstrual disorder, anxiety, depression, rash, migraine, vaginal discharge, back pain, pain in extremity, abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, skin disorder, skin irritation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plantiff underwent treatment due to complications from the essure device. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Imaging procedure - on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pid (acute pelvic inflammatory disease), back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, was changed from unknown to recovered/resolved". Lab data updated to essure confirmation test conducted "yes". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.